Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed and restarted itself. After the alarm, the active insulin was deleted. The insulin pump alarmed pump error 79. Then pump error 19, and pump error 63 twice alarms appeared about 1 minute after each other. The alarms occurred while the customer was administering a bolus. The customer received two motor failed self-test alarms. Customer's blood glucose level was 170 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No unexpected pump errors 19, 63, 79 or motor pic failed alarms were noted during testing. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and selftests. The pump error 63 alarm was present in the format history file due to a software error. The motor was tested outside of the device and it passed. The pump was received with a scratched casing, minor scratches on the lcd window, a pillowing keypad overlay, a cracked select button on the keypad overlay, a cracked case on the battery tube area, a faded serial number label and a peeling end cap address label.